Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil breaking") and fallopian tube perforation ("perforating the tube") in a female patient who had essure inserted. The patient's past medical history included pregnancy (lost daughter at (B)(6)). In 2003, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking'), fallopian tube perforation ('perforating the tube (right side)') and embedded device ('essure was embedded in the side of my uterus') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), alopecia ("thinning hair in massive amount/then it stop & start all over again"), arthralgia ("hip pain"), abdominal distension ("stomach bloat") and premenstrual syndrome ("premenstrual syndrome (pms symptoms)") and was found to have weight decreased ("also weight loss alot/ lost 20 kilos"). The patient was treated with surgery (essure removal). At the time of the report, the device breakage, fallopian tube perforation, embedded device, weight decreased and tooth loss outcome was unknown and the alopecia and arthralgia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, device breakage, embedded device, fallopian tube perforation, premenstrual syndrome, tooth loss and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter information added. New event added: stomach bloat, embedded device. Since removed essure, her hair is growing back. On (B)(6) 2020: reporter information added. New event added: premenstrual syndrome (pms symptoms). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking') and fallopian tube perforation ('perforating the tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant) and was found to have weight decreased ("also weight loss alot/ lost 20 kilos"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation and weight decreased outcome was unknown. The reporter considered device breakage, fallopian tube perforation and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- essure model changed from ess305 to ess205. New event also weight loss a lot were added.new reporter were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking') and fallopian tube perforation ('perforating the tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and tooth loss ("tooth loss") and was found to have weight decreased ("also weight loss alot/ lost 20 kilos"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, weight decreased and tooth loss outcome was unknown. The reporter considered device breakage, fallopian tube perforation, tooth loss and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new event tooth loss and new reporter updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking'), fallopian tube perforation ('perforating the tube (right side)') and embedded device ('essure was embedded in the side of my uterus') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), alopecia ("thinning hair in massive amount/then it stop & start all over again"), arthralgia ("hip pain"), abdominal distension ("stomach bloat") and premenstrual syndrome ("premenstrual syndrome (pms symptoms)") and was found to have weight decreased ("also weight loss a lot/ lost 20 kilos"). The patient was treated with surgery (essure removal). At the time of the report, the device breakage, fallopian tube perforation, embedded device, weight decreased and tooth loss outcome was unknown and the alopecia and arthralgia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, device breakage, embedded device, fallopian tube perforation, premenstrual syndrome, tooth loss and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking') and fallopian tube perforation ('perforating the tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), alopecia ("thinning hair in massive amount/then it stop & start all over again") and arthralgia ("hip pain") and was found to have weight decreased ("also weight loss alot/ lost 20 kilos"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, weight decreased, tooth loss and alopecia outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, device breakage, fallopian tube perforation, tooth loss and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " hip pain" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil breaking') and fallopian tube perforation ('perforating the tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), alopecia ("thinning hair in massive amount/then it stop & start all over again") and arthralgia ("hip pain") and was found to have weight decreased ("also weight loss alot/ lost 20 kilos"). The patient was treated with surgery (essure removal). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, weight decreased, tooth loss and alopecia outcome was unknown and the arthralgia was resolving. The reporter considered alopecia, arthralgia, device breakage, fallopian tube perforation, tooth loss and weight decreased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation, weight loss and tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " hip pain" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil breaking") and fallopian tube perforation ("perforating the tube") in a female patient who had essure inserted. The patient's past medical history included pregnancy (lost daughter at six months). In 2003, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device breakage and fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.